Event description:
A malfunction was reported on the pump, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the caller successfully did so without a recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue reappears, which the caller acknowledged and understood.